Event description:
The customer reported that the paramedics were called and treated her low blood glucose of 20s mg/dl. Troubleshooting was performed. The customer mentioned that the vibration on her device was too strong. The customer stated that she was getting her nails done and suddenly she blanked out. The customer also mentioned that she has to call the paramedics two other times in the past, one at home and another while at work. The customer did not remember the details of the events, but her blood glucose was around 20-25 mg/dl at those times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. However, pump rattles when vibrator motor is activated. Cracked reservoir tube lip, cracked case near display window corners and cracked battery tube threads noted during visual inspection.